Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she has been in and out of the hospital and she misplaced her serter. Customer stated needed serter for her sensors. Customer's blood glucose was 438 mg/dl. Customer stated she treated her high blood glucose. Advised customer will send serter. No further information provided.